Event description:
Co received a consumer complaint from pharmacy regarding customer getting burned by the stem inhaler. The consumer claimed the product "blew up" in pt's face causing the water to scald pt. During questioning by the pharmacy it was revealed that the consumer added the inhalant to the water contrary to co's instruction.